Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery with implant of an unspecified bard/davol flat mesh. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of bard flat mesh, patient was diagnosed with adhesions, pain and mesh migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions, migration and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney:(B)(6) 2016: the patient underwent surgery with implant of an unspecified bard/davol flat mesh.the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿addendum per additional information provided:(B)(6) 2016 - patient was diagnosed with indirect right inguinal hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes,¿ a large indirect hernia sac was found and dissected from the cord. A plug of mesh was placed in the internal ring and onlay bard flat mesh was sutured to pubic tubercle, conjoined tendon and shelving portion of inguinal ligament."(B)(6) 2017 - patient was diagnosed with chronic postoperative pain thereby underwent open repair with removal of mesh. Per operative notes,¿ the mesh was densely adherent to the inferior portion of the external oblique was freed. The onlay mesh was removed and the plug portion had migrated medially away from the internal ring was explanted."attorney alleges that the patient had adhesions, pain, mesh migration.